Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level dropped and his wife called the paramedics on (B)(6) 2016. When the paramedics got there, they treated him for his low blood glucose level of 37 mg/dl. His blood glucose level was treated with two shots and ate to bring his blood glucose level up to 253 mg/dl. He lost consciousness and his wife could not wake him up. The insulin pump was exposed to a MRI. The self-test and displacement test passed. The device was not returned.